Manufacturer narrative:
A ge service representative performed an on site investigation. The central processing unit upgrade was installed during the service call.

Event description:
The customer reported that the 8800 system had a communication error at boot up. No patient injury was reported.